Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reported issue related to internal leakage test failure and pressure transducer test failure during pre-use check. It has been confirmed during evaluation of the provided problem description. Service report and log files were not attached. According to the information provided by the field service engineer (fse), it was found the nozzle unit of o2 gas module was defective and the part has been replaced. No part was returned for further analysis. The root cause for the reported problem could not be determined.